Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/2016; checking your blood glucose 7 / page 96; living with diabetes 9 / page 121. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that patient was hospitalized with diabetic ketoacidosis. No further information regarding hospitalization or patient¿s treatment is available. The patient is currently in stable condition at the time of the call.